Manufacturer narrative:
Additional suspect medical device components involved: reference number: (B)(4), product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
A report was received that during a pocket revision due to pain (see MFR report # 3006630150-2019-01796), the physician saw that both leads were broken. Prior to the procedure, the patient experienced a loss of stimulation and high impedances noted on one lead. The leads were explanted.

Manufacturer narrative:
Analysis of sc-2408-56 (B)(4). The complaint of lead damage has been confirmed. The lead body is severely twisted and coiled. This damage suggests that the ipg rotated multiple times in the pocket resulting in the deformation of the lead. The lead body was clean cut. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Analysis of sc-2408-56 (B)(4). The complaint of lead damage has been confirmed. The lead body is severely twisted and coiled. This damage suggests that the ipg rotated multiple times in the pocket resulting in the deformation of the lead. Some of the cables eventually got fractured due to the rotational force applied on the lead body, causing the reported high impedances. There are traces of blood and corrosion at the ends of the fractured cables. The insulation of some of the cables were stretched. This proves that the damage occurred when the lead was still implanted and it was due to the severe twisting of the lead body. Additionally, the most of the cables were clean cut. The clean cut cable damage is a result of a typical explant procedure and it is not considered a failure

Event description:
A report was received that during a pocket revision due to pain (see MFR report # 3006630150-2019-01796), the physician saw that both leads were broken. Prior to the procedure, the patient experienced a loss of stimulation and high impedances noted on one lead. The leads were explanted.